Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 25 mg/ml, bupivacaine 40 mg/ml via an implantable pump for non-malignant pain indications for use. It was reported that the patient had a granuloma that was compressing the spinal cord. The patient was under, and a surgeon was taking the patient in; they were planning to shut the pump off. The agent reviewed option to program pump to minimum rate mode while they deal with the granuloma. It was noted that the healthcare provider (hcp) decided to permanently disable the pump. The agent provided pump off password and instructions on how to program pump off. The hcp noted that granuloma presented a few months ago and the patient had paraplegia from it; also noted that the pump motor had stalled due to the patient having magnetic resonance imaging (MRI). The drug information was morphine 25 mg/ml, bupivacaine 40 mg/ml

Manufacturer narrative:
Continuation of d10: product ID 8596sc, lot# serial# (B)(6) implanted: (B)(6) 2017, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative (rep) indicated that the event date of the issue was (B)(6) 2024 the physician will discontinue the therapy. The cause of the granuloma was unknown, and surgical intervention was performed to fix this granuloma. However, they were not aware of the motor stall. No additional information.